Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Following a superdimension procedure the patient experienced hypoxia and respiratory failure and required re-intubation and hospital admission. The patient was successfully extubated the following day. The site reported that the event was not related to the device. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Patient received anesthesia with 1 liter of propofol via ivf. The patient was difficult to extubate due to agitation and restlessness, and became hypoxic. He was re-intubated, the propofol dose was increased and phenylephrine was added. He was transferred to ICU where he did not respond to painful stimuli. Vital signs were stable and anesthesia was reversed. Cxr was clear and EKG showed right bundle branch block. The physician contributes respiratory failure to underlying lung disease. Patient was successfully extubated on (B)(6) 2016 and weaned back to baseline of 3 liters of oxygen. He was discharge to home on (B)(6) 2016. If additional information pertinent to the incident is obtained a follow-up report will be submitted.